Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle had restricted medication flow during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported no medication flow during injections. Stated sometimes some medication is released but then it stops. Consumer does prime."

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle had restricted medication flow during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported no medication flow during injections. Stated sometimes some medication is released but then it stops. Consumer does prime."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned a total of sixteen pen needles. Four were returned with their tear drop label intact, identifying them as 4mm, 32 gauge pen needles from lot 9134781. All pen needles were visually inspected prior to testing for needle clogs. Three of the returned pen needles have had their cannulas bent at the proximal end of the hub¿s needle cannula, while one additional pen needle has had its cannula broken on the non-patient side at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining twelve pen needles were attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. These pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd¿s investigation found that four of the sixteen returned pen needles had either bent or fractured, which could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending or breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.